Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had an artifact in the image. Also the touch screen tracking was off. No patient injury was reported.